Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported cloudy effluent. A follow up call was made to the patient's peritoneal dialysis nurse who reported that patient's was diagnosed with peritonitis. No further information was provided. Medical records were requested.

Manufacturer narrative:
Medical records were reviewed and do not contain peritoneal dialysis treatment sheets for review. There was no documentation in the medical record that indicates there was a malfunction. Patient¿s drain issues were related to fibrin in the line. There was no documentation in the medical records that indicates a causal relationship between the liberty cycler or concomitant products and the peritonitis. The patient admitted to not wearing a mask 50% of the time which is a risk factor to developing peritonitis.

Event description:
During follow-up the pdrn cannot confirm that this was related to aseptic technique. However, the patient admitted to not wearing his mask 50% of the time. The patient was given written instructions of changes that need to be made as well as the effect of peritonitis to the patient.

Manufacturer narrative:
The complaint sample was not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lots were found. Based on this, is concluded the product involved met current specifications. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed to the clinical event.